Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510(k) #: exempt h3 - device evaluated by mfg?: it is unknown if the complaint device will be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a hair-like fiber was identified within the sealed packaging of a cook pneumothorax set. No harm has been reported.